Event description:
Delamination problem involving the adhesive used on unit identification number sets that are affixed to the master bag labels of blood components. When applied to the bag label of components stored at 20 degrees - 24 degrees c, the ID#'s fall off of the label, leaving a residue of glue on the bag label and none on the ID# itself. In the absence of a unit ID# affixed to the blood component, there is no link between the product and donor/test-related data.